Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula bent events on (B)(6) 2024 and (B)(6) 2024. Blood glucose level was 625 mg/dl which was corrected through bolus via pump and injection via multiple daily injection. The events occurred within 3 hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03050 - device 3 of 4.